Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer, the tube was successfully placed on june 4, and all was well with its use. After the infusion was stopped on the evening of the 18th, the patient was pulling without external force, which caused the tube to fracture in the middle. PICC replaced. Device used for nutritional support, cancer pain treatment.

Event description:
It was reported by the customer, the tube was successfully placed on june 4, and all was well with its use. After the infusion was stopped on the evening of the 18th, the patient was pulling without external force, which caused the tube to fracture in the middle. PICC replaced. Device used for nutritional support, cancer pain treatment. Additional information received: it was reported, the fracture was neat, and there was a very small amount of stubble. It is suspected that the tube was previously injured by a sharp object. The clinical teacher reported that the patient also pulled the catheter, and the combination of the two caused the extension tube to break.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fracture is confirmed; however, the exact cause is unknown. Two photographs of a groshong nxt were returned for evaluation. An initial visual observation of the photographs showed the groshong extension leg was fractured near the proximal connector piece collar. It was observed that the device was implanted in the patient¿s arm. No details of the fracture could be discerned from the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.